Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading resulting in customer delivering an unnecessary bolus which lead to customer experiencing a blood glucose (bg) level of 25 mg/dl. Customer did not perform calibration for the sensor. Reportedly, the cgm bg reading was 152 mg/dl, and the meter bg reading was 25 mg/dl. The customer¿s partner assisted the customer by giving the customer a glass of lemonade and calling an ambulance. By the time the ambulance personal checked on the customer, the customer did not require any treatment.